Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot numbers h13e31025, h13g08029, h13f05068, and h13g18044 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and fever. Treatment for the event was not reported. The cause of the peritonitis was unknown. The patient was discharged from the hospital three days later and recovered from peritonitis. On an unreported date, the patient was retrained in proper aseptic technique. No additional information is available. This is report 1 of 2 involved in this peritonitis event.